Event description:
It was reported that the right ventricular (rv) lead had high pace/sense impedance and was possibly fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was also noted that the proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant products (B)(4) implantable cardioverter defibrillator (ICD)  2009(B)(6). (B)(4). This device was included in that field action, but returned product testing found the device did not perform as described in the field action.